Event description:
It was reported that the patient had an inappropriate shock due to a fast supra-ventricular tachycardia. Technical services discussed reprogramming the rate cutoff and doing some treadmill testing. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product was explanted due to pocket infection. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to a fast supra-ventricular tachycardia. Technical services discussed reprogramming the rate cutoff and doing some treadmill testing. There were no additional adverse patient effects. The system remains implanted.